Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was no longer receiving stimulation due to battery depletion. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.